Event description:
A customer contacted beckman coulter inc. (Bci) stating that the phosphorous(phos), bun, total protein (tp) and creatinine (cre) cups were not draining. There was no exposure to the overflow.

Manufacturer narrative:
A field service engineer (fse) went on-site and found blockage in the waste line. Fse cleared the line, primed 20 times and verified calibration.